Event description:
It was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected due to programmed high output. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected due to programmed high output. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.